Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grades IV.

Event description:
Healthcare provider reported a left side capsular contracture baker grades IV. The device remains implanted.

Manufacturer narrative:
Device evaluation analysis of the returned device identified: weight to the spec, creases fold, wear abrasion and opening curved on anterior. A visual and microscopic analysis was performed which identified: opening crease sharp on anterior and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening.

Event description:
The device has been explanted.